Event description:
A bone marrow biopsy on a potential related donor for an existing patient was being done. While obtaining the core sample, the handle on the obturator broke off, leaving the 11-gauge needle in the patient. The provider was able to manually remove the needle without any additional trauma and complete the biopsy in the same site.